Manufacturer narrative:
Batch review performed on 24 march 2021: lot 164893: (B)(4) items manufactured and released on 29-sep-2016. Expiration date: 2021-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Visual inspection performed by medacta medical affaris department: no residual cement can be seen on the distal surface of the baseplate. Cement remained most likely adherent to the bone. This is something usual to be noted on explanted components even if the cause of the explantation is not loosening or mobilization. Reasons for poor interdigitation between implant and cement can be of variuos origin (such as time of cement preparation, cementation process, temperature) not implant related. The medial edge of the tibial insert is damaged and presents a sort of dent. We can suppose that this was caused during revision surgery in the attempt to explant the component. There is no evidence that the event is related to a faulty device. Another device involved: batch review performed on 24 march 2021: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 157024: (B)(4) items manufactured and released on 15-mar-2016. Expiration date: 2021-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain and instability due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial tray and insert 4 years and 1 month after primary. The surgery was completed successfully. The surgeon upsized the insert to give the patient more stability.